Manufacturer narrative:
The actual product was not returned for examination; however, photographs were submitted for review. These photographs clearly show damage to the corrugated shipping box, product shelf box, and sterile tray. There are no indications that the damage was incurred while the product was at the edwards manufacturing facility. This complaint appears to be related to the shipping process. No actions will be taken at this time.

Event description:
It was reported that while preparing an order for shipment to the final customer, damage was found on the packaging that appeared to have compromised the sterility of the inner package, based on the photographs submitted. The product is expected to be returned for evaluation; however it has not been received yet.